Event description:
According to medical records received from the pt's peritoneal dialysis clinic, the pt went to the emergency room on (B)(6) 2013, with complaints of abdominal pain, nausea and a cough. She was admitted to the hospital and diagnosed with pneumonia and "early" peritonitis, for which she was administered intraperitoneal vancomycin and ceftazidime and also treated for community acquired pneumonia. According to the pt's peritoneal dialysis nurse, the effluent culture was positive for a skin bacterium, which indicates touch contamination. There was no reported cycler issue during peritoneal dialysis therapy; the pt admitted to not observing aseptic technique. She was successfully treated with intraperitoneal antibiotics.

Manufacturer narrative:
Medical records were provided are being reviewed. The device has not been returned for eval and a plant investigation is in progress. A supplemental report will be submitted upon completion of the medical record review and the plant investigation.